Event description:
Follow up information that the patient still had concerns with their device therapy but was working with their doctor and the manufacturer¿s representative. An appointment of (B)(6), 2013 was noted and the patient stated they were ¿waiting for appointment¿. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient received assistance from their doctor or manufacturer representative and their concerns were resolved, and the patient was still having concerns regarding their device or therapy but was working with their doctor or manufacturer representative. It was unclear if all, some, or none of the patient¿s concerns had been resolved. It was noted that the patient had an appointment scheduled for 2013 (B)(6). It was unclear if the patient also had another appointment in (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the implantable neurostimulator (ins) was coming out of the skin and was ¿oozing.¿ it was noted, the patient was on antibiotics. The reporter stated, she has had problems for the last six months prior to this report. It was noted, the patient lost 40 pounds. It was further noted, the implant site got tender and warm after recharging when the patient tried to do a half charge. The reporter stated, there was no metal showing a month prior to this report. It was noted about three weeks prior to this report, the patient put gauze on the site when the site started to ¿ooze.¿ the reporter stated, they saw the ins the week prior to this report and put bacitracin on. It was further noted on the weekend prior to this report, there were a few spots of blood. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37752 lot# serial# (B)(4), implanted: 2007 (B)(6), product type recharger product ID 3708140 lot# serial# (B)(4), implanted: 2007 (B)(6), product type extension product ID 3708140 lot# serial# (B)(4), implanted: 2007 (B)(6), product type extension product ID 37742 lot# serial# (B)(4), implanted: 2007 (B)(6), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient's device was working its way out of the patient's upper buttocks and the width of it was exposed. The patient was on antibiotics and the site was very tender, pus, and crusty. The patient was using alcohol to clean the area, which started to burn after a week of using it all around the implant, and the area would get very crusty overnight. It was noted that the patient had to go to the hospital once because of the implant "making its way out." The patient had two rods and six screws in her back and the device was implanted to help with her back and sciatica. It was indicated that the device helped with her sciatica "big time." The patient had not used her device in three months, because she could not charge the device fully as it would start burning and was too painful. It was noted that the implant area was bruised really bad for months and the patient had to be careful when sitting and wearing clothes, which had to be loose fitting. The patient was having the system removed at the end of the month. It was noted that the doctor might have to move a muscle to help it heal.